Event description:
Reportable based on analysis completed 21-oct-2011. It was reported that during a coronary stenting treatment procedure a shaft kink occurred. The lesion was located in the non tortuous right coronary artery which had a significant bend of >45 and <90 degrees. As the physician was advancing the 3.50 x 28mm omega mr stent delivery system through the y adapter the stent was "kinked in the shaft." The procedure was completed with a different device. There were no reported patient complications and the patient's status was described as stable. However, device analysis revealed a shaft fracture. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) and stent with no original packaging or other devices. There was contrast in the balloon. The balloon was tightly folded with the stent secure between the markerbands. The hypotube was fractured 50 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was a kink in the hypotube 49 cm from the hub. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).